Manufacturer narrative:
Product complaint # (B)(4), d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - can you identify the lot number of the product used? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date and barbed suture was used. During surgery, the suture was broken during wound closure. The doctor did not recall that the product got caught on something. The product was used on subcutis. It was not a control release needle. Additional suture was performed to complete the case. No adverse patient consequences were reported. Additional information was requested.